Event description:
Pt underwent vascular intervention (non-indicated per manufacturers representative) to treat in-stent restenosis, conducted in the cath lab. The preparation of the turbo tandem included irrigating the device via flush port and then hooking up an endoflater to the same site. Femoral access was gained, terumo 7f sheath inserted, followed with a confianza guidewire using a retrograde approach. Physician began lasing with a turbo tandem in the sfa, and successfully treated the vessel. After the turbo tandem was removed, it was noted that a radiopaque marker band remained on the guidewire. A spider guidewire was inserted and the distal tip of the turbo tandem was successfully retrieved. The pt suffered no adverse effects from the tip dislodgement, the retrieval and remained stable throughout.

Manufacturer narrative:
The sample was received on 08/30/2011, and is being evaluated. A follow-up report will be submitted when test results are available.